Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose level. The customer¿s current blood glucose level was 410 mg/dl at time of incident. The customer was treated with pump. Customer stated that the pump alarmed after battery change. The pump was alarming at time of call. Customer states the batteries were out of pump greater than duration allowed by the pump. The customer was advised to monitor issues, to call the hell line for any other issues. The customer was advised to change the infusion set. The insulin pump will not be returned for analysis.